Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. 1.4.24- IV heparin infusion programmed at the correct rate per the mar but according to what was programmed into pump and when bag ran dry it was noted to be empty well before it was due to be empty. Equipment/supplies involved-tubing is with colleen in quality/safety along with product failure report. Staff felt this was a questionable infusion channel or brain issue. Alaris brain and channels available in ICU manager office along with biomed reports run on the pump.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of fast infusion rate in 2420-0007 sets could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. The related pump (B)(4) had samples, but also could not find a root cause for the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.